Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor lcd display screen is blank, abnormal shutdowns) has been confirmed. Upon investigation the monitor was abnormally shutting down. The cause was a defective lcd screen, which generated a large current draw from being fully saturated. The large current draw caused the monitor to shutdown. The root cause for the defective lcd was unable to be positively determined. No adverse event resulted from the defective lcd. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor display would not power on. In addition, a review of his download data revealed several abnormal shutdowns. The patient was issued a replacement monitor.